Event description:
Consumer alleges using the heating pad for neck pain and noticed it started smoking then caught on fire. There was not a report of personal injury or property damage with this incident.